Event description:
On (B)(6) 2011, patient reported that he experienced hyperglycemia due to bent infusion cannulas. This was an ongoing intermittent issue over the previous 3-6 months, and blood glucose elevated to the 300 mg/dl range. Normal blood glucose is 80-150 mg/dl. Patient changed the infusion headset and delivered boluses to correct hyperglycemia. There were no issues with the preparation, insertion, or removal of the infusion sets. His infusion sites did leak insulin. Headsets were inserted manually, and patient noticed the issues approximately 1 day after insertion. Alleged infusion sets were discarded and will not be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.